Manufacturer narrative:
(B) (4). The (B) (4) is being evaluated. A follow-up report will be submitted upon completion of the investigation.

Event description:
Customer alleged that (B) (4) unit was not taking accurate non-invasive blood pressure measurements.